Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on sep 17, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name). D4 (additional device information - updated model number, unique identifier (UDI) number and added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (correction and follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 4114, 3331,3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 4114 - device not returned. Method code #3: 3331 - analysis of production records. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned for evaluation. A thorough investigation could not be conducted and a definitive root cause could not be determined. Pictures were not provided to show the tears in the packaging. A representative retention sample was reviewed and found to have the sterile packaging to be completely intact. All capiox units are 100% visually inspected at several points in the production process. As the product fits into the carton tightly, to minimize any damage during shipping and handling, it is likely that the observed damage was caused by a stress placed on the packaging. How or when this occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, it was noted that there are tears in the sterile package of the oxygenator. No patient involvement.